Event description:
Unomedical reference number (B)(4). Event occurred spain. It was reported that patient faced infusion set tape not sticking event on 17-may-2024. The infusion set tape of the patient was not sticking after showering. No further information available.

Manufacturer narrative:
E1: (B)(6).